Manufacturer narrative:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on three lead contacts and x-rays confirmed that the lead migrated and pulled out of the ipg. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number(B)(6) unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2024-01571 it was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on three lead contacts and x-rays confirmed that the lead migrated and pulled out of the ipg. Surgical intervention may take place to address the issue.